Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. The device used in this event, including medical device type, is unknown. Without this information bd is unable to determine where the suspect device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in MFR name, city, and state and contact office of MFR. Of this report. PMA / 510(k)#: unknown as the catalog number is unknown. Device manufacture date: unknown as the lot number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a needle stick injury on an unspecified bd device. It is unknown if the needle stick injury occurred post use but is presumed as the customer indicated a "possible exposure". The customer states she did not know how her work handled needle stick injuries and attempts to gather further information regarding the incident were unsuccessful.